Event description:
The customer contacted baxter's service center regarding a air in patient extension line, which occurred on the homechoice (hc) during fill 1. The caregiver (cg) stated that the home patient (hp) forgot to open the patient line clamp for priming and then connected. The cg stated that the hc went past initial drain and into fill 1 before alarming check the patient line. The technical service representative (tsr) advised the cg to start over with new supplies and to contact their registered nurse (rn) about possible exposure to unsterile air. The cg started over with new supplies and would call the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was confirmed due to the use error described by the caregiver, who stated the home patient had left the patient line clamp closed during prime, which can allow air in the disposable set. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.